Event description:
New information notes that the previous programming changes didn't resolve the oversensing issue. Lead revision was recommended. Physician elected to reprogram the device during patient's next in-clinic visit. Patient's condition was fine.

Event description:
Additional information received indicated that the device was reprogrammed. Due to the state of the patient, the physician elected not to do any invasive testing or changing of the lead.